Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate 200 ml was damaged (scratch mark on the housing). The reporter stated that the unit was injected with 0.9% sodium chloride. This issue was identified during an unspecified process step. There was no patient involvement. No additional information is available.